Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: 42538000401 - tibial component - 63755573; 42518200410 - articular surface - 63755573; 110034355 - refobacin bc r 1x40 us - 835aae2507. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03212, 0001822565-2020-03213.

Event description:
It was reported that the patient underwent an initial left unilateral knee arthroplasty. Subsequently, the patient experienced a fall three weeks post op. Approximately 2 months post implantation, the patient was revised due to difficulty ambulating, decrease in activity of daily living, pain, swelling, radiolucency, a periprosthetic fracture, loosening, subsidence, and poor bone quality.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.